Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, the patient received the low battery warning replacement indicator on their patient controller. A manufacturer representative confirmed that their ipg is not low, and that the replacement indicator message they received was false. Therapy was never lost.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.